Event description:
It was reported that during implant attempt, the screw would not extend. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) primary analysis finding: distal conductor distorted. Blood/body fluid was present on the helix mechanism and the distal conductor. The analyst noted that it was not possible to extend or retract the helix because of the distorted distal conductor within the connector. The full lead was returned and analyzed.